Event description:
"Caller alleged discrepant results compared with the lab. (B)(4). Patient is a 6 month old with heart issues. Technical service representative spoke with the mother. The first two tests were done within a few minutes of each other. The testing on (B)(6) 2012 was within an hour.

Manufacturer narrative:
Investigation pending.